Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. The unit was not displaying an image during testing due to a faulty (corroded) printed circuit board. This component will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Customer confirmed that this event occurred during procedure preparation. The procedure type and how it was completed were both unknown; however, it was confirmed that there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3, b5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image did not display due to internal water leakage from the cable and imaging which caused the corroded printed circuit board. However, the specific root cause of the corroded printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.